Manufacturer narrative:
The device was received partially deployed. The needle was observed to be exposed past the needle well. The pink slide insert was observed to be visible in the viewing window of the top housing. Additionally, the linkage assembly was seen through the top housing as fully retracted. Upon opening the pod, the hard cannula was observed to not be seated in the slide retract. Damage was observed to the slide retract due to the hard cannula being incorrectly installed. This resulted in the exposed needle. Because the needle was exposed, it resulted in pain and bleeding/bruising. The exposed portion of the formed needle was observed to be bent. It can't be determined when that damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 331 mg/dl while wearing the pod between 4 and 24 hours. The needle mechanism did not retract back into the pod which led to bleeding and pain for the patient. As treatment the patient replaced the pod.